Event description:
It was reported to philips that the system's flexvision monitor was unable to display. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. Philips field service engineer (fse) inspected the system onsite and confirmed the reported malfunction. Upon troubleshooting, it was identified that the stent boost image was not displaying on the flex vision monitor. After reconnecting the video output from stent boost pc, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.